Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm was 5.7 cm in diameter. The aortic neck morphology was reported as severely angulated. Just below the renal arteries there was a 90 degree angle to the left and then 2.5 cm distally there is 180 degree bend to the right and then 2.5 below that 120 degree angle to the left. Below the severe angulation there was 1.5 cm of straight aortic neck. The aneurysm is 5.7 cm in diameter. The iliac arteries are moderately tortuous and mild calcification. The physician planned and implanted the bifurcated stent graft in the straight area of the aortic neck, starting below the renal artery due to the severe angulation in the aortic neck. After the stent grafts were implanted, the amplatz super stiff guidewire was removed from the patient and the patient's blood pressure dropped. The amplatz super stiff wire had poked through to the severely angulated aorta proximal to the where the bifurcated stent graft was placed. The physician partially opened the patient's abdomen and surgically sewed the hole created by the amplatz wire in the aortic neck. The stent grafts remained in the patient. The patient was sent to ICU is grave condition. It was reported that the patient expired later that evening.

Manufacturer narrative:
Results: inherent risk of procedure (death, perforation). Patient's condition affected effectiveness of device (high angulated neck). Conclusion: device failure/lack of effectiveness related to patient condition (high angulated neck).